Manufacturer narrative:
Concomitant medical devices: product ID 8780, serial/lot#: (B)(4), implanted: (B)(6) 2016, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient receiving bupivacaine (1.5 mg/ml) and morphine (20 mg/ml) via an implantable pump for spinal pain. It was reported the manufacturer representative (rep) was at an end of service (eos) pump replacement yesterday (B)(6) 2022). The rep stated that when they aspirated the catheter via the catheter using a syringe, the fluid they aspirated was pink-tinged. The rep stated that the physician connected the pump to the catheter access port (cap) and they aspirated the clear fluid. The rep stated the drug from the old pump was transferred to the new pump and the pump was primed and programmed. The rep stated that the patient was in the ER today (B)(6) 2022) due to withdrawal symptoms. The rep stated they confirmed all the programming steps were entered properly during the case. Additional information was reviewed. The rep stated they did a CT scan to check the catheter and would perform a dye study if needed.

Event description:
Additional information received from the company representative (rep) reported that they did not do a cap (catheter access port) study. The patient's symptoms resolved the patient was doing better.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.